Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The anterior cuff was out of the foot pocket and the tabs were damaged. There was also damaged noted on the anterior needle barb. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction. The reported cuff miss was not confirmed, but the effects of the anterior cuff detaching from the needle tip may appear similar to cuff miss. Based on the reported information, manufacturing inspection criteria and the analysis of the returned device, the probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 5fr sheath, after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.